Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely that the cable damage, heavy scope mount operation, and loss of water tightness were due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited cable waterproofing failure, focus ring waterproofing failure, water-tightness failure of the connector side breakage prevention and cable damage. There was no patient involvement.